Event description:
During a vacuum assisted delivery, the vad device would not release vacuum. The pt developed a hematoma.

Manufacturer narrative:
The subject pump was returned. The pump was found to have the tubing remover and vacuum release trigger broken off. No broken pieces were found inside the shipping container. The appearance is the trigger was broken prior to use in this event causing the vacuum to remain in place until the tubing was removed from the pump. The operational guidelines for the pump carries a recommendation to check the equipment prior to each use. A hematoma is a possible fetal injury sustainable during vacuum assisted delivery as listed on the operational guidelines on the extractor cup.